Manufacturer narrative:
The used cartridge was not returned. Thirty-four unopened samples were returned. Three samples were pulled randomly for evaluation. These samples were numbered 1-3 for evaluation purposes. The cartridges were microscopically examined with no damage observed. No particulate was observed, inside the cartridge lumens. The three cartridges were functionally tested, per the dfu. No lens or cartridge damage was observed, after the lens deliveries. No foreign material was observed. The company cartridges were cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation, indicated the product met release criteria. Associated products were not provided. It is unknown. If qualified products were used. The root cause for the reported complaint could not be determined. The used cartridge complaint sample was not returned. No determination can be made without physical evaluation of the complaint sample. Three of the returned unopened cartridges for the reported lot were evaluated. No foreign material was observed. Functional and dye stain testing was conducted with the unopened samples with acceptable results. No foreign material was observed, after the functional testing. Associated products were not provided. It is unknown. If qualified products were used. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that a silicone like material was coming out of the cartridge during a procedure. The material was removed during the procedure. There was no patient harm reported.

Manufacturer narrative:
Corrected information has been provided - see below. The previous report submitted for this event contained an error in h.1. - ¿summary report¿ was inadvertently selected. After a recent systems update, a system error caused the inadvertent additional selection of ¿summary report¿ in h.1. On a select number of reports. The error, which was limited only to the h.1. Field, was promptly identified and quickly rectified. Correction smdrs are being filed for the impacted reports. This smdr is correcting that error for this event. The manufacturer internal reference number is: (B)(4).